Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure, the tip of the device was fractured and left in the patient's body, which was removed from the body by a capture device.

Manufacturer narrative:
The suspect device was not returned for evaluation. A video tape was provided by the account confirming the complaint. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.